Event description:
It was reported that the right ventricular (rv) lead was replaced due to pocket stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg implanted: (B)(6) 2014; (B)(4).